Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 34 (encoder failure) message upon power up. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
It was reported that the platform was in storage prior to the reported complaint. Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/18/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows no visible or physical damages to the platform. A review of the autopulse platform's archive was performed and the reported complaint that the platform displayed a fault 34 upon power up was confirmed. The archive data shows that a user advisory 34 (encoder failure) message occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported ua 34 fault was confirmed upon power up. It was found that the integrated encoder gearbox was at fault. Based on the initial investigation, the part identified for replacement was the integrated encoder gearbox. In summary, the reported complaint that the platform displayed a fault 34 upon power up was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective integrated encoder gearbox.